Manufacturer narrative:
Film evaluation summary: the reported events could not be confirmed from the limited films provided. The reported suprarenal stent entanglement appeared to have likely occurred, and infolding could not be confirmed (or ruled out) from the single coronal view provided. Analysis of the returned films did not reveal any stent graft anomalies or anatomical characteristics that could explain the likely entanglement. Additional images at implant including cines during suprarenal stent deployment and removal of the delivery system were not returned, and post-implant CT¿s were also not available. It is likely that suprarenal stent entanglement would have resulted in the reported infolding which then led to a proximal type ia endoleak. The cause of the reported aortic cuff partially covering the right renal artery also could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that during the index procedure, the final angiogram showed a type ia endoleak was present. It was suspected as per the physician that three of the suprarenal stents appeared to be stuck together causing the graft to in fold causing the type I leak. An endurant aortic cuff etcf3636c49e was then implanted as treatment for the endoleak. This cuff appeared to partially cover the right renal artery. It was reported then the physician easily cannulated the right renal artery and placed a 6x18mm non mdt stent. The type ia endoleak had resolved and good flow was achieved in the right renal artery. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.